Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight and complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01249. It was reported that one of the patient's leads was explanted on unknown date for an unknown reason, and then replaced. It is unknown which lead was explanted, so both are being reported.